Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) would not hold charge. The patient reportedly charged the pdm around 18:00 the previous day, went to bed at 22:00 with 100% charge, and found it around 20¿29% in the morning without use. It was noted the device felt warm to touch. Additionally, during the patient's workday, they recharged the pdm to 100%, and within about four hours the battery dropped roughly 60% while the device was in standby in a bag. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.